Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number (B)(4). (No test strip lot number, (B)(4)). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: customer contacted manufacturer on (B)(6) 2023: customer stated he is returning product and that he did not want manufacturer to contact him.

Event description:
Consumer reported complaint for high blood glucose test results. Complaint was initially reported via e-mail. Customer reported meter to meter comparison results using true metrix meter of 117 mg/dl and 65 mg/dl using another device and 150 mg/dl using true metrix meter and 91 mg/dl using another device. Customer also stated he had tried a different vial of strips and had obtained sequential readings of 242 and 292 mg/dl (reference internal report number (B)(4)). The customer¿s expected blood glucose test result range is 70-130 mg/dl; customer did not disclose if it was fasting or non-fasting expected. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/30/2023 and open vial date is 03/28/2023. The meter memory was reviewed for previous test result history: result 1: 292 mg/dl; date: (B)(6), time: 758pm non-fasting (using new strips). Result 2: 242 mg/dl; date: (B)(6), time: 757pm non-fasting (using new strips). Result 3: 150 mg/dl; date: (B)(6), time: 754 pm non-fasting. Result 4: 117 mg/dl; date :(B)(6), time: 641pm non-fasting.

Manufacturer narrative:
Sections with additional information as of 31-may-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.